Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported bent cannula, ER visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The patient's mother stated that when the patient was picked up from work they were not feeling well, they felt like they were having high blood sugars. Patient's mother states that when they got home they checked the blood sugars and they were reading high (>500 mg/dl). The pod was worn for more than 48 hours on the arm. Patient's mother stated that the patient wanted to stay for the whole shift and that is why they didn't' call the mother sooner to come and get them. Patient's mother states they removed the pod while at home and noticed the cannula was kinked and threw the pod away. Patient's mother stated that while they were still home they had to check the ketones and they were in the red. Patient's mother states they gave the patient something for nausea that they had at home and patient wasn't getting better and wanted to go to the emergency room (ER). Patient's mother states when they got to the ER they checked for ketones and by then the patient had none and the blood sugars were 336 mg/dl. The patient's mother reported that the treatment provided was IV fluids, one dose of an antibiotic via pill (ampicillin). Also a second bag of fluid was provided and at that time the bg had gotten down to 57 mg/dl so they gave the patient a sandwich and some juice to bring them back up.